Event description:
Boston scientific received information that the threshold measurements on the right ventricular lead were 1.1 v at 1ms. As a result, the output was increased. Four months later, the patient experienced a syncopal episode. The cause of the syncope is unknown, but it was suspected to be a transient ischemic attack. It was noted that the device was programmed vvir and the outputs were increased again.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.